Manufacturer narrative:
Reported event of catheter broken. Visual examination of the complaint device found that the catheter was broken 140cm from the distal tip. The c-channel was torn, and the catheter shaft was noted to be stretched. Functional analysis was unable to be performed due to the catheter being broken; however, the balloon did not have any evidence of a tear or hole. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. (B)(4).

Event description:
Note: this report pertains to one of three extractor pro rx balloons used during the same procedure. Manufacturer report # 3005099803-2016-01088 pertains to the first device, manufacturer report # 3005099803-2016-00412 pertains to the second device, and manufacturer report # 3005099803-2016-00413 pertains to the third device. It was reported to boston scientific corporation that three extractor pro rx balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2016. According to the complainant, during the procedure, the first balloon (report # 3005099803-2016-01088) burst inside the patient. A second extractor pro (report # 3005099803-2016-00412) was then used, but the balloon also burst, and upon removal it was noted that the distal tip detached into the patient's cbd. A third extractor pro (report # 3005099803-2016-00413) was used to try to remove the detached tip; however, the distal tip of this extractor also detached into the patient's cbd. The detached tips were unable to be retrieved from the cbd. A second ercp procedure was performed but was also unsuccessful in retrieving the tips. The patient was referred to a specialist in order to have the tips removed. No patient complications have been reported as a result of this event. The patient received a dose of painkiller but was otherwise stable. Investigation results revealed the catheter was broken; therefore, this is now an MDR reportable event.